Event description:
It was reported that a malfunction occurred with the customer's insulin pump, indicated by malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, and thus, there was no adverse impact on the customer's blood glucose level. The customer was informed that a replacement pump with updated software would be sent, and they would use multiple daily injections as backup therapy. The customer acknowledged receiving instructions on returning the faulty pump and was advised that training for the new pump would be available.